Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 250 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.